Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model # icv1210, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the device was not explanted, no further investigation is possible at this time. Based on the limited information available, it is not possible to draw a definitive conclusion on the reported event. However, based on the document review performed, no manufacturing deficiencies were identified. It should be noted that the echo performed in (B)(6) 2019 (discharge post-implant) and in (B)(6) 2020 (shortly before the patient's death) did not highlight any device malfunctions. Furthermore, the ejection fraction observed in (B)(6) 2020 was preserved and improved with respect to the baseline conditions of the patients. Thus, based on the review of the limited information available, there is no evidence of a device malfunction which could have caused or otherwise contributed to the reported event. Ultimately, given that the medical judgment assessed the relationship between the event and the device as ''unknown'', and given that the cause of death of the patient was not specified in the clinical database, the manufacturer is unable to make a definitive statement on the root cause of the reported event and on the device relationship. The manufacturer has attempted to retrieve additional information on the reported event, but no further details has been received to date. Should any further information be received in the future, a supplemental report will be provided. Unknown device disposition.

Event description:
Received the following information through the (B)(6) study. A patient received a perceval sutureless aortic heart valve pvs25 on (B)(6) 2019 in aortic position via medium sternotomy. There were concomitant procedures, CABG and laa clip, that were performed. The patient was discharged on (B)(6) 2019. The site reported an adverse event ae 1: death of unknown cause, that occurred on (B)(6) 2020. Based on the medical judgment available in the study database, the relationship with the device is indicated as ''unknown''. As reported in the clinical study database, the device functionality was checked at discharge and during the follow up visit performed on (B)(6) 2020. The echo showed the following: at discharge, the ef was 56%, mean/peak gradients were 13/28 mmhg, respectively, and no aortic regurgitation was identified. The echo performed on (B)(6) 2020 showed an ef of 62%, mean/peak gradients were 13/23 mmhg, respectively, and no aortic regurgitation was identified. The patient was in nyha class I in both visits. Preoperatively, the patient's ef was 47%, the patient was in nyha class ii.